Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism loosened after use while retracting the bd eclipse¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that safety mechanism on the eclipse needle loosen after needle retraction"

Event description:
It was reported that the safety mechanism loosened after use while retracting the bd eclipse¿ needle. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that safety mechanism on the eclipse needle loosen after needle retraction".

Manufacturer narrative:
Investigation: one actual unused sample in opened package was received for investigation. Our quality engineer inspected the returned units and could not identify any manufacturing related defects or abnormalities. No issues with the safety shield or hub were observed. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.